Event description:
Voluntary medwatch received reported: source: (B)(6) / I'm a insulin dependent diabetic. I rely on a functional insulin pump. Since the release of the tandem mobi insulin pump in late 2025. This has been my 3rd mobi pump due occlusions alarms. This seems to be a pump issue of not being able to push the insulin effectively. Their has been no issue with the sites, tubing or tubing lock. Additional product details: tandem insulin pump; serial number (B)(6), model number 100400, s/w part number 1017779.